Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to product incident (B)(4). A technical support specialist spoke with customer screen was stuck unable to issue an item, found error matching the pi (B)(4), advised the customer to logout and login again the customer was able to complete the item issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower failed timeout brought the user to the home screen instead of exiting, and the next issue attempt resulted in no screen progression or hardware opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.